Manufacturer narrative:
This report is being submitted to provide the device's evaluation results, updated coding, and to include the product UDI. The rep dreamstation auto bipap device was returned to a third-party service center. The device was visually inspected during the evaluation, and the complaint could not be reproduced. The evaluation found the device was missing filters. No other failures were observed. The device was scrapped due to the customer's request. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report is being submitted to provide the device's evaluation results, updated coding, and to include the product UDI. It was reported that the rep dreamstation auto bipap device was being returned due to the user passing away. There is no allegation of malfunction, or that the device caused or contributed to the death.

Event description:
It was reported that the rep dreamstation auto bipap device was being returned due to the user passing away. There is no allegation of malfunction, or that the device caused or contributed to the death. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.